Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. Photos have not been provided for review. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a bedside paracentesis procedure, a safe t plus thoracentesis/paracentesis kit was used. An initial 5 ml of 1% lidocaine from the kit was administered for local anesthesia. Following administration, the patient reported experiencing sharp pain. An additional 5 ml of 1% lidocaine from a second vial within the same kit and with the same lot number was administered; however, the patient continued to report sharp pain. Subsequently, 1% lidocaine from a separate safe t plus thoracentesis/paracentesis kit with a different lot number was administered. Adequate anesthesia was achieved following this administration. The patient required multiple lidocaine injections due to inadequate pain control with the initial vials. No additional complications were reported. The procedure was reportedly completed.